Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken grip." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a bent syringe holder was confirmed and reproduced during product evaluation. The assignable cause was determined to be a damaged syringe holder. The syringe holder was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.